Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.

Event description:
On (B)(6) 2013, the reporter stated that the needle broke off in her skin during use. The needle broke off deep enough in the skin that she could not remove it with tweezers. Additional information received via telephone on (B)(6) 2013, the reporter stated that she went to the hospital and met with her doctor. Seven to eight x-rays were conducted. The doctor informed her to leave the needle in her body and the body will reject it on its own.